Manufacturer narrative:
Age at time of event: 18 years or older. B3: date of event: the date of the event was not reported and is unknown. Bsc became aware of the event on 23-oct-2019. A date of (B)(6) 2019 was entered into the date of event field to indicate that the event occurred on an unknown day in (B)(6) of 2019. Device is a combination product. Device evaluated by MFR: p select ous mr 16 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found damage. The first stent strut on the proximal end was lifted and pulled in a distal direction. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no damage. A visual and tactile examination of the hypotube identified a hypo tube kink 25 mm distal to the strain relief. A visual and tactile examination of the outer lumen and mid shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. During preparation, outside the patient body, and after removing the balloon protector, it was noticed that the stent struts to a 16 x 3.00 promus premier select stent balloon expandable were damaged. The procedure was completed with a different device. No patient complications were reported in relation to this event and the patient was reported to be stable following the procedure.

Manufacturer narrative:
Age at time of event: 18 years or older. Date of event: the date of the event was not reported and is unknown. Bsc became aware of the event on 23-oct-2019. A date of (B)(6) 2019 was entered into the date of event field to indicate that the event occurred on an unknown day in (B)(6) of 2019. Device is a combination product.

Event description:
It was reported that stent damage occurred. During preparation, outside the patient body, and after removing the balloon protector, it was noticed that the stent struts to a 16 x 3.00 promus premier select stent balloon expandable were damaged. The procedure was completed with a different device. No patient complications were reported in relation to this event and the patient was reported to be stable following the procedure.